Event description:
It was reported that the patient presented to the emergency department with progressive shortness of breath and hemoptysis for the past three weeks. The patient was found to have acute hypoxemic respiratory failure, requiring intubation. The patient was transferred to the medical intensive care unit for further management. It was noted that the patient was recently diagnosed with coronavirus disease of 2019 status post administered antiviral medication. Approximately one week later, the patient was seen by their primary medical doctor and was hypoxemic, which eventually improved, but the patient was sent to the emergency department for further evaluation. As the admission of the electrocardiogram (EKG) was being placed, the patient suddenly went into torsades de pointes on the monitor and then quickly into ventricular fibrillation (vf). It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was not firing, and cardiopulmonary resuscitation had begun immediately. The patient was given intravenous (IV) magnesium sulfate and underwent five rounds of cardiopulmonary resuscitation. It was noted that three shocks were delivered, and medication was provided without return of spontaneous circulation. The patient remained in persistent ventricular fibrillation (vf). It was further reported that the patient remained in pulseless ventricular tachycardia (vt) with devolution of ventricular fibrillation (vf). It was noted that the device never fired during these efforts and the patient ultimately passed away four days later of acute hypoxemic respiratory failure and sudden cardiac death. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the recorded event was reviewed by the physician, and it was found that the device shocked the patient six times but went unnoted at first due to the patient¿s ¿state and other issues.¿